Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced. Customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the bag/vent switch did not function as expected. There was no reported patient injury.